Event description:
Patient additionally reported "does not feel safe with these implants." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma - late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side "periprosthetic collection associated with unfolding of the internal capsule from the external one suggestive of intracapsular rupture".

Event description:
Patient reported for left side "periprosthetic collection associated with unfolding of the internal capsule from the external one suggestive of intracapsular rupture" and "does not feel safe with the implants". The device remains implanted.